Event description:
Staff was getting resident up for dinner with vera lift, sit to stand lift. Staff was transferring resident from bed to chair. When they went to release the lift to lower resident ot chair, the lift did not respond. Staff changed battery twice, still lift would not function. The emergency release was tried and did not work. Resident was standing in the lift machine. Staff had to release belt and lifted resident out of the machine to sit her in chair. In the process resident's left arm, which is paralysed from stroke several years ago, was moved out and away from resident's body, which resulted in fracture of neck of the left arm humerus. Resident's x-ray showed left humerus neck fracture. She was sent to hosp and returned to facility, in stable condition with sling on arm. She is on pain management program and has appt with orthopedist. The equipment was pulled from service and the maintenance dept inspected the equipment and discovered the end of the pendant cord was not properly seated in to the controller unit. The plug was re-seated correctly, and the equipment is now functional. Diagnosis or reason for use: to lift residents who need maximum assistance with.